Event description:
Customer reported via phone call to have woken up to paramedics tending to her on (B)(6) 2015. Customer's blood glucose was 16 mg/dl. Customer reported of not knowing why blood glucose went low. Customer also reported to have received excessive button error alarms. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir tube, cracked case near display window corner and minor scratches on the display window noted. Pump passed functional test including prime/no delivery, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.